Event description:
The end user fell in (B)(6) 2013 and was diagnosed with a left hip fracture.

Manufacturer narrative:
The wife reported that the end user fell while using the walker inside their home. She stated that the leg broke off at the first bolt. This happened on (B)(6) 2013. He was diagnosed with a left hip fracture and had surgery on (B)(6) 2013 to repair the hip. A year later, he had a total left hip replacement in (B)(6) 2014. We have limited details pertaining ot the original incident that allegedly occurred more than a year ago. No item number has been provided and we have no photos. The device was not returned to us. Two separate potential lot numbers were provided by the wife. Both lot numbers were for products manufactured in 2004. It is not known how long the end user had the walker prior to the incident. Care, maintenance and the overall condition of the device is not known. We have not confirmed this to be a medline device and a root cause has not been determined.